Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported incomplete coaptation (intraprocedure) was due to challenging anatomy. The reported difficult or delayed positioning (leaflet grasping) was due to procedural conditions. The reported unexpected medical intervention was a result of case specific circumstances as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to a2p2 and multiple grasping attempts made. The clip was repositioned at a3p3 however grasping was difficult due to the anterior mitral leaflet (aml) falling off the clip arms. After a successful grasp, the clip was deployed. During deployment it was noted the clip detached from the posterior mitral leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to the flail and indentations in the leaflets. A second clip was implanted to stabilize the slda clip. A third clip was implanted at a1p1 however the mr was only reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.